Event description:
A significant increase in positive results from within an equivalent population was observed on the advia centaur xp hcv lot # 228 at this facility. The results are considered discordant when compared to negative confirmation test results. There was no known report of adverse health consequences due to the positive advia centaur xp hcv results.

Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us: (B)(4). As a result, urgent field safety notice, (B)(4), was issued to siemens' customers outside the us april, 2012.

Manufacturer narrative:
The cause of the increase positive results for hcv lot # 228 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."